Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 183733/a35328, model/catalog description: scs 50cm iii lead 8 contact lead. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: a20488/a24397/a31999/a32009, model/catalog description: lead extension kit 25cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent explant.